Manufacturer narrative:
(B)(4). The customer did not provide evaluation details.

Event description:
The customer reported the ventilator only operates on external battery while plugged into ac power. The customer reported patient involvement with no harm to the patient.